Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clip would not open. No further information was provided regarding the procedure conclusion or the patient's status.

Manufacturer narrative:
Clip would not open. The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.